Event description:
During a left pgm aneurysm treatment procedure, it was rpeorted physician experienced difficulty in balloon deflation. When examined after proceudre, the distal shaft has been found damaged and inflated no complications were reported to have occurred with the ot as a result of this event.